Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached less than 40 mg/dl while wearing the pod for less than 24 hours. The patient reports they were in the beginning of a seizure. The patient was brought by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient had x-rays as well as a computed tomography (CT) scan administered. The patient was treated with intravenous fluids. The patients pod will not be returned as it has been discarded.